Manufacturer narrative:
Work order passed. No failure found. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding a navigation system being used during a functional endoscopic sinus surgery (fess). It was reported that the site had difficulty tracking instrument while tracing patient on register screen. They were tracing but not showing a green line as they traced. Site rebooted and issue resolved. This occurred pre-operatively with less than one hour delay to surgical time. Patient outcome is unknown.